Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (error while charging) was confirmed. Upon evaluation, the u14 component on the bedside board was shorted. The cause of the error while charging is the shorted u14 component. The root cause of the shorted u14 component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating an error while charging.